Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp/ an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.